Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy. Block h11 investigation results: one captivator snare was received for analysis. Visual analysis of the returned device found the working length was bent at proximal section (strain relief). In the other hand, a continuity and electrical test were performed, and the device was found within specification. No other problems were noted. The reported event of "device failure to deliver energy" could not be confirmed. It was found that the working length was bent at proximal section (strain relief). It is likely that the procedural handling of the device could have contributed to the observed bent of the working length. The product analysis performed on the device it was found that the continuity and electrical test performed were found within specification. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected.

Event description:
Note: this report pertains to the one of three captivator snares that were used in the same procedure. It was reported to boston scientific corporation that three captivator snare were used during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the device was inserted into the patient's body, but it could not be powered on. Additionally, the same problem occurred with the other two captivator snares. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy.

Event description:
Note: this report pertains to the one of three captivator snares that were used in the same procedure. It was reported to boston scientific corporation that three captivator snare were used during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the device was inserted into the patient's body, but it could not be powered on. Additionally, the same problem occurred with the other two captivator snares. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.